Manufacturer narrative:
B3 - date of event: used (B)(6) 2020 as the correct date was not provided. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The inflation lumen is separated 26cm from the tip. The inflation lumen is stretched at both ends of the separation. There is multiple buckling to the guidewire lumen and balloon. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter became stuck on the guidewire. The target lesion was located in the calcified in-stent restenosis left anterior descending artery. A 2.25mm x 20mm nc emerge balloon catheter was advanced and had two wires. However, the balloon got stuck on the wire and so the physician decided to pulled everything out from the patient's body. As soon as these devices were out, the balloon shaft broke upon separating it from the wire. Another 3.0mm x 20mm nc emerge balloon catheter was advanced along with one wire. The balloon does not slide over the wire and got stuck as well and so it was pulled out from the body. It was then noted that the lumen integrity was stretched. The procedure was completed with a non-bsc device. No patient injury nor adverse event were reported.

Manufacturer narrative:
Date of event: used (B)(6) 2020 as the correct date was not provided.

Event description:
It was reported that catheter became stuck on the guidewire. The target lesion was located in the calcified in-stent restenosis left anterior descending artery. A 2.25mm x 20mm nc emerge balloon catheter was advanced and had two wires. However, the balloon got stuck on the wire and so the physician decided to pulled everything out from the patient's body. As soon as these devices were out, the balloon shaft broke upon separating it from the wire. Another 3.0mm x 20mm nc emerge balloon catheter was advanced along with one wire. The balloon does not slide over the wire and got stuck as well and so it was pulled out from the body. It was then noted that the lumen integrity was stretched. The procedure was completed with a non-bsc device. No patient injury nor adverse event were reported.